Event description:
Customer reported the sys is displaying a collimator iris pot error and the monitor is dark. No pt injury was reported.

Manufacturer narrative:
A ge rep reported there will be no ge field svc action taken.